Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose. The caller said that in the middle of the night, the customer woke up and her blood glucose was 48 mg/dl and they treated with food and glucose tablets. The caller took the customer to the ER around 4:00 am with the blood glucose of 48 mg/dl. The customer was wearing the insulin pump at the time of the ER visit and was discharged with the blood glucose of 230 mg/dl and her current blood glucose is 259 mg/dl. During low blood glucose trouble shooting, the drive support cap appeared normal and stated that they were disconnected during the rewind/prime sequence. When reviewing her setting, it was confirmed that her settings were accurate. The customer declined any further troubleshooting pertaining to this issue. The customer had also mentioned that she also would experience high blood glucose whenever she would get a no delivery alarm. During troubleshooting, she said that she had a backup plan and that she would treat with syringes. The customer was assisted with doing both a self-test and a displacement test and the insulin pump passed. The insulin pump is not being returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. No excessive no delivery alarms noted. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. Device received with broken belt clip slot.